Event description:
It was reported that the patient had an unknown sling implanted on an unknown date. The patient was implanted with an artificial urinary sphincter due to unspecified issues. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information indicated the patient had an advance sling implanted 3 months prior to the artificial urinary sphincter (aus) implant. The patients condition remained unchanged after the sling was implanted. The physician decided the patient would be better suited to an aus. The aus case went without any issues.